Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc they washed ion selective electrode (ise) lines and changed electrodes. The customer stated this did not correct the issue. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the ise base line valve and pump seal. The cse performed ise calibration, resulting in range. The cse performed coefficient variation check two times with twenty replicates on each run, resulting within range. The customer ran ise quality control (qc) which passed internal validation. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on two patient samples on an advia chemistry xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The customer repeated the same sample on an alternate advia chemistry instrument, resulting lower. The repeat results from the alternate instrument were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.